Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿ swollen glands, lumps in armpits¿.

Event description:
Patient reported "¿health has declined over the last few years with immune problems - not device related, underactive thyroid - not device related, low immune system - not device related, rheumatoid arthritis - not device related, swollen glands, lumps in armpits, permanently exhausted - not device related, concerns regarding bii and alcl. Patient is seeing a neuropsychologist - no answers from tests and has been signed off work for a long time. Patient also went to doctor yesterday and has been referred for further scans and tests - waiting for them to come through. The patient also had a biopsy 2 years ago which came back clear. Patient reported lumps in the¿and right side. One breast is completely hard, the shape has changed and the right side has a spot where if pressed feels like a popping sensation.¿ device remains implanted. This record relates to the right side.